Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "transcarotid approach for tavi: an optimal alternative to the transfemoral gold standard" authors pavel overtchouk et al. It was reported that (B)(6)-year-old male with a 21mm edwards bioprosthetic valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to valve degeneration leading to stenosis. A minimally invasive left trans-carotid access was used to successfully implant a non-edwards transcatheter heart valve.